Event description:
It was reported by service report that the brakes were not holding; zoom function would not hold; cover broken with exposed sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Zoom, brake cam, spiral retaining ring.